Event description:
It was initially reported in clinic notes that the pt was experiencing an increase in seizures, unk if above or below pre-vns baseline. The pt had a generator replacement due to battery depletions. It is unk if the increase in seizures was related to the generator being at end of service. It was noted in the clinic notes that the generator was not functioning believed to mean battery was depleted and allowing the pt to have an increase in seizures, this has not been confirmed. Good faith attempts for more info have been unsuccessful to date.